Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused pancreatic cancer and blood clot in the lungs. The patient alleges to seeing particles in the filter. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.